Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. The customer reported that the insulin pump was exposed to a magnetic field. Troubleshooting was provided. Another alarm occurred during the self test. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarm or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly. The motor was tested outside of the device and passed.